Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4)) drive shaft intermittently not rotating when pulling the lifeband was confirmed during the further functional testing. During the evaluation of the autopulse platform, the encoder drive shaft does not rotate smoothly exhibits binding and resistance, causing the drive shaft to sticked with the clutch plate. The clutch plate was removed and inspected, observed burrs in the hex cut out and on the surface of the clutch plate, likely attributed to lack of preventive maintenance (pm). Based on service record, the autopulse platform has not been service for pm after over a year of clinical use. To remedy the reported complaint, the clutch plate was deburred to remove the sharp edges from all 12 hex edges of the armature plate. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front cover at the front-end area. The observed damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The archive data review indicated fault code 16 (timeout during take-up) error message, unrelated to the reported complaint. The root cause of fault code 16 was due to the drive train motor had rusted/corrosion at the brake housing area. The brake assembly was seized from corrosion and this will contribute to the cause of fault 16 and prevent the platform to perform compression. To remedy, isopropyl alcohol was used to cleaned and removed the corrosion at the brake housing area. Following this, the brake gap was adjusted and performed brake gap inspection, verified the brake gap was within the specification of 0.008" ±0. 001". The platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During training, the customer reported that the autopulse platform (sn (B)(4)) drive shaft intermittenly not rotating when pulling the lifeband. No patient involvement.